Event description:
The affiliate reported the customer alleged discordant toxoplasma gondi antibody (igg) results, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing on an alternate unicel dxi 800 system produced a non-reactive, lower result. The results were not released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed system check and carryover test successfully. The fse performed reagent pipettor dilution-test five times and adjustments were made between tests. The fse performed another system check successfully. The fse completed precision test with good results. The fse disabled pipettor #4. On (B)(4) 2009, the fse repaired pipettor #4. In addition, the fse replaced the tubing from the pipettor to the probe. On (B)(4) 2009, the fse successfully completed two dilution-tests on reagent pipettor #4. The unit confirmed to the MFR's specs. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2006 through october 23, 2010 for add'l reportable events.